Manufacturer narrative:
The complaint was reevaluated as not reportable. This MFR. Report # 2243072-2019-01855 is void. H3 other text : see h.10.

Event description:
It has been reported that one unspecified bd¿ syringe has been found experiencing inability to aspirate during use. The following has been provided by the initial reporter: material no: unknown. Batch no: unknown . It was reported that customer was unable to draw insulin from vial. Description of issue: customer reported he was unable to draw insulin from his vial on 4 occasions number of occurrences: 4 2nd: (B)(6) 2019, bg: 54-500 mg/dl did the customer insert the needle into the cartridge and encounter fill resistance? No. Item number ¿ 3 ml syringe ¿ 309657 customer unable to verify needle product lot number: for bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No

Manufacturer narrative:
H.6 bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. H3 other text : see section h.10

Event description:
It has been reported that one unspecified bd¿ syringe has been found experiencing inability to aspirate during use. The following has been provided by the initial reporter: material no: unknown batch no: unknown it was reported that customer was unable to draw insulin from vial.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one unspecified bd¿ syringe has been found experiencing inability to aspirate during use. The following has been provided by the initial reporter: material no: unknown batch no: unknown. It was reported that customer was unable to draw insulin from vial. Description of issue: customer reported he was unable to draw insulin from his vial on 4 occasions. Number of occurrences: 4. 2nd: (B)(6) 2019, bg: 54-500 mg/dl. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Item number: 3 ml syringe ¿ 309657. Customer unable to verify needle product lot number: for bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.